Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that intervals of 156 ms and 125 ms without electrogram data. Lead impedance, pacing and sensing thresholds are normal. Device is still in use. No patient complications have been reported as a result of this event.